Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a failed sensor two days after insertion. Upon removing the sensor, patient's mother noticed that the sensor wire was shorter than normal and the distal portion of the wire was protruding from the surface of patient's skin. Patient's mother reported that there was a pink bump and a drop of blood surrounding the sensor insertion site. No med intervention was required, and pt experienced no pain at the insertion site. Pt was fine at the time of his mother's call to dexcom technical support.